Event description:
It was reported that during a left sided complex arrhythmia ablation, the physician noted a map shift between the carto system and the ultra sound image. There was no reference movement error message generated. No adverse event was associated with this case.